Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of pain from surgery? Describe any medical/surgical intervention including dates and surgical findings. What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2012 for stress incontinence and mesh was implanted. On (B)(6) 2020, the patient went to consultation for increasing left groin pain. Examination showed tenderness over left obturator foramina and inferior pubic ramus. Additional information has been requested.